Event description:
The tip of the needle broke off under the cuff. The surgeon did not see it right away, so left it in the pt. A back-up device was used to complete the repair. The surgery was completed, the site sutured, closed and an x-ray taken. The surgeon said the piece was "way under the cuff" and wasn't going to be going anywhere. There are no plans at this time to attempt removal.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4). (B) (4).